Event description:
Report received from the USA stating that the device had damaged nose cone. It is unknown if the device was used in surgery. It is unk if injuries were reported. It is unk if medical intervention occurred. The date of the event is unk. There was no add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is in process. When the investigation has been completed or add'l info becomes available, a supplemental MDR will be sent. Ref: (B)(4).